Event description:
The customer reported to olympus, the high definition autoclavable camera head picture was angulated causing the procedure to be delayed by eight minutes. The issue was found during procedure, and the therapeutic procedure (laparoscopy) was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
As a result of DHR review, it was confirmed that the device met its standards at the time of shipment. The device was returned and evaluated, and the customer¿s allegation of picture angulated was confirmed. Device evaluation found that the picture was angulated by a little curve due to the coupler not moving in the center. The device has no previous repair records. A definitive root cause cannot be identified. However, based on the results of the investigation, it is likely that the following led to the malfunction: since the coupler was broken, coupler moved by shifting from the center, resulted in moving the image. Also, the procedure was extended by 8 minutes because the device was changed. Olympus will continue to monitor the field performance of this device.